Event description:
It was reported that during a generator change, fluoroscopy was performed and lead was found to be completely fractured into two separate pieces. Only the proximal third of the lead could be explanted, and the distal portion of lead was lodged in the superior vena cava (svc) with the helix in the right ventricle (rv). It was noted that in 2017, the capture threshold and impedance had increased. The physician elected to program the device at that time. The patient was stable.

Manufacturer narrative:
The reported event of lead fracture, inadequate capture, and high pacing impedance were confirmed. As received, only the connector portion of the lead was returned in one piece. Visual examination found the outer coil and inner coil fractured at the proximal region of the lead. Scanning electron microscope evaluation confirmed all of the outer coil filars and all of the inner coil filars were fractured. The cause of the reported events was isolated to fractures of the inner coil and outer coil consistent with fatigue fracture. Unable to perform impedance test due to the condition of the lead as received. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths. Destructive analysis found an inner insulation abrasion exposing the inner coil at the proximal region of the lead.